Event description:
It was reported while using BD Vacutainer® SST¿ Blood Collection Tubes, 1 tube underfilled and affected unspecified test results. There was no health impact or consequences reported.

Manufacturer narrative:
E.1: Initial Reporter Facility Name: (b)(6). There were multiple 510K numbers reported to be involved. The information is as follows: G.4. PMA / 510(k)#: K230855.A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.